Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that frequent low or replace battery alarms had occurred more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump powered on with the retuned battery cap which was able to be fully tightened. The battery compartment was found to be intact. Multiple alarms which indicated a post delivery motor power supply fault were observed in the black box on (B)(6) 2014. During the investigation, multiple load step functions along with bolus functions were performed to exercise the motor. There were no call service alarms duplicated during testing. The current draws were within specifications. The pump case was removed for further investigation and moisture contamination was observed inside the pump on the audio bolus button switch and in the area of the motor regulator.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.